Event description:
It was reported the bottom display was not functioning properly. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd display out of specification. Upper and lower cases, both bail covers and ring cover are broken. Battery release, heart block and main printed circuit board are contaminated. Board connector cables are out of specification. Ring is bent.